Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire detachment occurred. The 99% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was ablated using a 1.5mm rotalink plus device and a 325cm floppy rotawire guide wire. While removing the burr the physician found that the proximal portion of the rotawire was kinked. As the burr was pulled back, the wire detached at the site of the kink outside the patient. The fractured quide wire was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire detachment occurred. The 99% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was ablated using a 1.5mm rotalink plus device and a 325cm floppy rotawire guide wire. While removing the burr the physician found that the proximal portion of the rotawire was kinked. As the burr was pulled back, the wire detached at the site of the kink outside the patient. The fractured quide wire was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was received in two pieces. The visual and tactile inspection was performed and the device presents with a fracture at 193.9cm from the proximal end. Sem analysis showed the core wire fractured in a torsional overload direction due to burr induced surface wear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire detachment occurred. The 99% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was ablated using a 1.5mm rotalink plus device and a 325cm floppy rotawire guide wire. While removing the burr the physician found that the proximal portion of the rotawire was kinked. As the burr was pulled back, the wire detached at the site of the kink outside the patient. The fractured quide wire was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.